Manufacturer narrative:
Due to character limit: e1(event site name): (B)(6) hospital event site address: no. 17, (B)(6) telephone: (B)(6) a supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during a routine inspection that the cardiosave intra aortic balloon pump (iabp) had an automatic inflation failure accompanied by an alarm. No patient involved.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6(investigation findings, type of investigation, investigation conclusions,component code), h11 a getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the problem has been resolved by replacing the compressor scroll (0119-00-0236) , and the equipment is operating normally. The unit passed all functional and safety checks and was returned to normal use.

Event description:
N/a